Manufacturer narrative:
A (B)(6) female patient experienced infection in the groin approximately one month after using an exoseal device. The patient was initially admitted for mapping of a y90 procedure and a 5f exoseal was used to close the puncture site. There were no issues reported with this device. Five days later, the actual y90 treatment was conducted. The same groin was used for the procedure and another 5f exoseal was used to close this puncture site. A physical evaluation conducted approximately two weeks after indicated no sign of abcess or issues. The patient is immunocompromised, and obese, and had a large skin fold that hung over/covered the access site. It was reported that the patient was admitted for infection at groin approximately one month after her y90 treatment procedure. The infection started at that fold and spread to one of the labia, which became necrotic. The abscess was cleaned. It is the reporter's belief that the patient's obesity and immunocompromised state led to the infection. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. It is our intention to report conservatively when information is not available. Multiple attempts to clarify the cause of the infection were made without success. Based on the available information, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The information provided suggests that there are patient factors (obesity, immunocompromised cancer patient) that may have contributed to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
An account reported that an immunocompromised female cancer patient experienced access sight infection after the use of the second of 2 different exoseal closure devices within a 5 day span. The patient was initially treated on (B)(6) 2011, mapping for a y90 procedure, and was closed with a 5f exoseal. She was brought back on (B)(6) 2011 for the actual y90 treatment. Another 5f exoseal was again used to close. The patient was admitted on (B)(6) 2011 for an infection at the groin. The account has stated that they are not implying that the exoseal was the cause of the infection. The second use of the exoseal five days after the first was a re-stick on the same side, which is contra-indicated in the product IFU. The patient is immunocompromised, and obese, and had a large skin fold that hung over/covered the access site. The infection started at that fold and spread to one of the labia, which became necrotic. It is the account's belief that the patient's obesity and immunocompromised state likely led to the infection.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.